Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was 243 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump armed motor error during basic occlusion test due to loose protruded drive support disk. Unable to confirm a33 alarms or perform prime/a33 test due to motor error alarms. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.